Event description:
It was reported to ventec that the device was oscillating during peak inspiratory pressure, resulting in unexpected breath rates being delivered to the patient. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device oscillating during peak inspiratory pressure (pip), resulting in an unexpected breath rate, could not be confirmed or duplicated. Proper device operation was observed through functional and performance testing. The cause of the report issue could not be determined.